Event description:
It was reported in (B)(6) 2010, that the patient experienced stimulation in the wrong location. On a few occasions, the patient felt the implantable neurostimulator "vibrate," which made the "stomach churn." The patient would then have to use the bathroom. This occurred at least three times. There was no known related incident or accident reported. It was reported in (B)(6) 2011, that the patient experienced stimulation in the wrong location, and a loss of bowel control. There was no known related incident or accident reported. It was later reported that the device was turning on and off by itself. The device was to be explanted. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).